Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to a suspected device malfunction. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.